Event description:
It was reported the left monitor was intermittently not functioning. The left monitor displays the live fluoroscopy image. There is no report of patient injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported.